Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in it was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experience possible helium loss alarms and high baseline alarms. As a result, the staff repositioned the patient and decrease the volume in the balloon. Additional information provided that the patient later coded and expired. The iabp was pumping and supporting the patient appropriately. The registered nurse (rn) scott hummel confirmed the iabp did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the pump alarms possible helium loss alarms and high baseline is confirmed based on the pictures submitted in the complaint; however, the returned m-force motor driver assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A potential cause is patient positioning impinging on gas flow of the catheter. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in it was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experience possible helium loss alarms and high baseline alarms. As a result, the staff repositioned the patient and decrease the volume in the balloon. Additional information provided that the patient later coded and expired. The iabp was pumping and supporting the patient appropriately. The registered nurse (rn) scott hummel confirmed the iabp did not contribute to the patient's death.